Manufacturer narrative:
The insulin pump had an unexpected restart alarm after battery change and settings reset due to voltage leak. Pump passed the self-test. No external ram alarm error during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received external ram error alarm and unexpected restart alarm. The customer reported that the basal rates on the insulin pump were lost. The customer's blood glucose was 5.9 mmol/l at the time of incident. The customer stated that they could not recall seeing the alarms on the screen. The insulin pump will be returned for analysis.